Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on, that the customer experienced high blood glucose levels of 577 mg/dl. The customers current blood glucose level was 134 mg/dl at the time. Customer reported his blood glucose was originally in the 500¿s when he performed a fingerstick, and lowered back to normal after a second fingerstick. Customer later clarified the error was caused by dirty hands. Nothing was returned or shipped.